Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6) the shaft of the screw was not explanted. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an implantation of dhs: surgeon attempted to insert his first 4.5mm cortex screw on the plate for the dhs and while advancing 3/4 of the way, the screw head broke off. Surgeon left the shaft in the patients bone and proceeded with the operation, the surgery was not delayed. This is 1 of 1 report for complaint (B)(4).